Event description:
A surgeon reported that following insertion of an intraocular lens (iol), a broken haptic was noted. The lens was removed and replaced through an enlarged incision. A new lens was placed and the pt now has persistent corneal edema. Additional information was received from the surgeon who reported the lens was injected through an incorrect cartridge. The lens was placed in the sulcus due to a posterior capsule tear. The surgeon reports the event continues due to persistent corneal edema. The surgeon indicated the use of an unapproved lens/cartridge combination and an unapproved viscoelastic during the surgical procedure. There are two medical device reports associated with this event. This report is for the first lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Not enough information was provided to conduct a review on the cartridge. The root cause is most likely related to a failure to follow the dfu. The account used an unapproved lens/cartridge/handpiece/viscoelastic combination. The user of unapproved products may result in lens delivery difficulties or lens damage. There has been one similar complaint reported int eh lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(6) 2013. (B)(4).